Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mitral regurgitation (mr) grade 4+, and a flail. Two mitraclips (cds0702-xtw, 10308r167 and 10222r224) were implanted, reducing the mr to mild. On (B)(6) 2021, the discharge echocardiogram showed the correct placement of the two mitraclips with moderate mr. There was no device malfunction and no device related adverse event reported at this time. During the 1-year follow-up, severe mr was observed. Only one of the two implanted clips was observed. The other mitraclip (cds0702-xtw, 10308r167) that had been implanted was not observed. On (B)(6) 2022, the patient was hospitalized. Imaging was performed and the detached mitraclip(cds0702-xtw, 10308r167) was found in the leg, within the profunda artery. The artery remained patent, therefore, conservative management (treatment with medications) was selected. The patient has been discharged completely asymptomatic. Reportedly, there was no clinical consequence for the patient. On (B)(6) 2022 it was reported that torn leaflets had been noted. No additional information was provided regarding this issue. The exact date of occurrence for the one year follow-up is not known and estimated as 11-jun-2022 for reporting purposes.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported complete clip detachment (ccd) could not be determined. The reported recurrent mitral regurgitation (mr), embolism and tissue injury appear to be due to the ccd. The reported foreign body in patient was a cascading event of the clip embolizing in the anatomy. The reported patient effects of embolism, mr and tissue injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported medication required and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information was received: the leaflets were noted torn. No additional information was provided.